Event description:
It was reported that entrapment occurred with the rotawire and burr. The 29mm x 2.5mm in diameter, 65% stenosed target lesion area was located in a severely tortuous and moderately calcified left circumflex artery. A rotawire was selected for use together with a 1.75mm rotalink burr. During the procedure, it was noted that the wire twisted with the burr. The procedure was completed with a different device. No complications were reported, and the patient was stable.